Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on(B)(6) 2024, targeting the lumbar nerve to treat lower back pain. After successful activation of the system, the patient noted a loss of therapy. Troubleshooting and reprogramming was unsuccessful in correcting the issue and fluoroscopy imaging confirmed the implanted leads had migrated away from the target nerve. Surgical intervention took place on (B)(6)2024 to remove the migrated leads and place new leads at the targetted nerve location. The existing implantable pulse generator (ipg) was not replaced during the procedure.

Manufacturer narrative:
There is no indication of any lead fracture or other malfunction and the ipg remains in use currently. No reports were received of external trauma. Lead migration is a known inherent risk of implantable neuromodulation devices.